Manufacturer narrative:
The issue was not solved following the first service visit. The field service engineer (fse) returned to the customer site and found a damaged solenoid valve and replaced it. The customer performed calibration and qcs with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for two patient samples tested on a cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory. The sample was rerun because of its low critical value. The samples were rerun on their second cobas 8000 module. The repeat results were deemed correct. Sample 1's serum specimen had an initial glucose result of 29 mg/dl from the first cobas 8000 module. The repeat result was 162 mg/dl from the second cobas 8000 module. Sample 2's plasma specimen had an initial glucose result of 27 mg/dl from the first cobas 8000 module. The repeat result was 98 mg/dl from the second cobas 8000 module. The reagent lot number is 584180. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head. The investigation is ongoing.